Event description:
Reference number (B)(4). Event occurred in united states it was reported that the patient experienced an event of diabtic ketoacidosis with high blood glucose reported as 525 mg/dl leading to hospitalization on (B)(6) 2025. The duration of stay was more than 24 hours. Insulin was administered using injections at the hospital. No further information was available

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-01098), was submitted on 20-may-2025. However, based on the investigation done on 22-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.